Event description:
It was reported that during a laparoscopic gastrectomy procedure, there was an abdominal air leak. Besides, a boo sound was heard. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Boo sounds. If so, did the noise prevent insufflation? No information. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yes, so the device was replaced with a new one. What was the gas consumption rate or volume (liter/minute)? 8l/min. Were you able to identify where the leak was coming from? Valve. Was a device inserted in the trocar during the leaking? No information. If so, what device? No information. Was any torque being applied to the trocar or device? No.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.